Event description:
Customer called because she was comparing her meter results with her family member's meter. Her meter was much higher (209 vs. 108 mg/dl). Found that the family member's meter was in mmol/l and that he thought 10.8 mmol/l was 108 mg/dl. The family member has been using this meter for a year like that and has been adjusting his medication based on the readings. Changed meter to read in mg/dl.